Event description:
The recipient reportedly experienced swelling at the incision site following initial implant surgery. The recipient was reportedly advised to cease device use. The recipient's swelling has decreased, and the implant site has improved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient remains implanted and has reportedly resumed use of the device. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section h.6. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.